Manufacturer narrative:
Initial reporter phone: (B)(6). An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number 30744654l and no internal actions related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient underwent a pulmonary vein isolation (pvi) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring a pericardiocentesis. After pvi was completed, the patient¿s blood pressure dropped. Pericardial effusion was confirmed by echo. Blood pressure improved with pericardial drainage, and the patient was followed-up. Atrial septal puncture was performed using a radiofrequency (rf) needle. Ablation was performed before tamponade was identified. Steam pop was not confirmed. Irrigation was 12 ml under and 20ml for 35w and above. The physician's opinion on the cause of this adverse event was that it was procedure related. The physician commented that the catheter contact might have been intensified (about 50g) due to the patient's breathing during the ablation of the la roof, but the direct cause of adverse event was unknown. The physician also commented that there was no problem with the bwi product. The patient outcome of the adverse event improved. The generator used in the case was smartablate. The event occurred during the ablation phase. No error messages were observed during the procedure. The force visualization features used were real time graph, vector & visitag with fot and tag index.

Manufacturer narrative:
Additional information was received on 9-aug-2022. It was reported that the correct catheter settings were selected on the generator and there were no issues with the pump switching from low to high flow during ablation. The visitag module parameters for stability used were set at range 3mm, time 3sec, fot 25% 3g, tag size 3mm. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).